Event description:
It was reported that, "on (B)(6) 2023, the implantable drug delivery device at the infusion port of the patient was due to expire and needed to be replaced. When prefilling the infusion port device with normal saline, it was found that liquid was leaking at the junction of the needle, steel needle and plastic needle base, which was not used by the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.